Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that they don't think the right side battery pack is working, noting that the patient had a return of his target tremors on tuesday. No fall/trauma. No programming changes were made. During the call they were able to sync with both ins' s and confirmed they were both on/okay. They synced with the patient programmer and it showed stim to be on. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.